Event description:
It was reported that the display was showing a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient was unable to adjust stimulation. The patient indicated that the implantable neurostimulator (ins) was moving around in the pocket and the patient felt the wires might be on top of the device. It was noted that the patient had interrogated the ins multiple times in a short period of time. It was unknown if there was a 50% or greater symptom reduction. The oor issue was resolved by turning the ins off and back on. No troubleshooting was done. The cause of the event was unknown. The patient was doing fine and operating as expected.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).